Event description:
Caller reported that the insulin gauge on their pump displayed an unexpected amount, specifically experiencing a fill estimate issue that remained static. There was no reported adverse impact to the customer's blood glucose level. Caller was educated by technical support that this issue can happen due to a large variance in measured pressures affecting the insulin measurement, and once the insulin matches the displayed static number, the estimation will function normally. Caller understood and acknowledged the explanation.